Manufacturer narrative:
Concomitant medical products - medical products and therapy date detail of product: item number: 0103799036, item name: dynesysâ®, hexagonal screwdriver, lot # 07.307961. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: damaged instrument tip event description: it was reported that the tip of the hexagonal screwdriver would not be screwing. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Device analysis: visual examination: two hexagonal screwdrivers have been returned for an investigation. The tip of the instruments show some signs of usage. No other conspicuousness found. See pictures attached. Functional test: the hexagonal screwdrivers were connected to a dynesys set screw. A stable connection is achieved. The set screw is screwed into a dynesys pedicle screw (ref 01.03764.040, lot 2613147) and no issues occurred. Based on the functional test the reported event cannot be recreated. Review of product documentation: all involved devices are intended for treatment. Surgical technique: the surgical technique explains in steps 17 and 18 that the hexagonal screwdriver is used to provisionally tighten the set screw. The final tightening is performed using the torsion torque driver to achieve the final torque of 4 nm. Conclusion: it was reported that the tip of the hexagonal screwdriver would not be screwing. Based on the visual examination and the functional test, the reported event cannot be recreated. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). The surgical technique explains in steps 17 and 18 that the hexagonal screwdriver is used to provisionally tighten the set screw. The final tightening is performed using the torsion torque driver to achieve the final torque of 4 nm. It remains unknown whether the surgical steps have been conducted correctly. However, based on the available information, an exact root cause for the reported event could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the screw driver slipped during the surgery, which caused a delay of 30 minutes.